Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. Furthermore the user facility reported the settings were aggressive based on common medical practice, device training, and device labeling to be the contributory causes of the reported events. An examination of the subject device by lumenis technical engineer matter expert concluded the subject device power output operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury had occurred, in an abundance of caution lumenis has chosen to report this event. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that three (3) patients sustained a burns of unknown severity to an unknown anatomical areas following treatment with a lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.